Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: the doctor discovered leakage that occurred on the balloon. The doctor threw it away since it was contaminated." Defect was discovered prior to use on a pt during inspection/functionality testing. There was no pt injury reported.